Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device. Caller reports receiving a painful finger stick while lancing his finger. No medical attention required. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.